Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced diabetic ketoacidosis (dka) with inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced vomiting, diarrhea, and body pain and was presented to the emergency department. At an unspecified moment within the event, the cgm was reading 110 mg/dl and the blood glucose reading was 600 mg/dl. The patient was diagnosed with dka, treated with insulin and IV fluids, and discharged (B)(6) 2024. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.